Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that the customer received a power source alert. Customer declined to provide any additional information. There was no adverse impact to the customers blood glucose level

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.